Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. When asked if other steps were taken to resolve the overstimulation other than decreasing stimulation, the patient stated they didn¿t think anything else was suggested. The event was somewhat better but not perfect. The patient noted they were now having some bladder incontinence. No further complications were reported.

Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that intermittently the stimulation feels too strong, like the left side of their crotch is going to explode. The patient attempted to decrease stimulation, but wasn't sure of instructions. Patient services reviewed basic functionality and determined that the patient was placing the handset over the communicator and that the communicator was not placed over the implant. Patient was able to connect and decrease the setting and said that they will monitor and adjust again if needed.